Manufacturer narrative:
The customer reported that the device failed to discharge via paddles. The customer evaluated the device and localized the issue to a failed paddle set. The customer received a replacement paddle set.

Event description:
The customer reported that the device failed to discharge via paddles.